Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon reviewing the merlin.net transmission, the right ventricular (rv) lead exhibited decreased sensitivity, high ventricular rate and noise, that inhibited pacing. Low pacing impedance were also noted on the rv lead. Programming change was made. The physician alleged the device was oversensing due to insulation failure of the existing rv lead. However, no insulation issues were observed on the lead via fluoroscopy before the procedure. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.